Event description:
The hospital reported obtaining back-to-back blood glucose results, of 256 mg/dl on the accu chek inform system and 23 mg/dl from the lab within 2 minutes. The pt was treated with d-10 drip, d-50 four times, and was intubated. The location of the bg results was the hosp ER. Quality control testing had been performed on the system and was in range. Technical support requested the return of the suspect product and replacement product was shipped. The info system includes: inform meter, comfort curve strip lot 549102, exp date 08/31/07.